Event description:
Additional information received indicated that heparin was administered during the implant procedure of this transcatheter valve into the native aortic annulus. Activated clotting times (act) were not known. The patient continued in recovering.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: d-evolutfx-2329; serial/lot (B)(6); use by date 15-may-2025; UDI (B)(4). Continuation of d10: product ID l-evolutfx-23-29; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na product ID evolutfx-23; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2023; explant date na updated data: b5, d10, h6. Corrected data: the initial report had been inadvertently filed on the valve rather than the dcs. As result, this has been corrected as system reporting the delivery catheter system (dcs). The valve is a concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the day of implant of this transcatheter bioprosthetic valve, the patient was returned to the intensive care unit (ICU) for systemic management after transcatheter aortic valve replacement (tavr). When pressure was released from the femoral artery puncture site, the patient's left lower limb was found to have poor coloration, which was confirmed by echocardiogram. Contrast computed tomography (CT) scan showed thrombotic occlusion in the same area, therefore a thrombectomy was performed urgently on the same day to remove the thrombus occlusion. No additional adverse patient effects were reported.